Event description:
Left direct anterior mako hip replacement procedure. Upon first review of patient registration, needed improvement. Verified orientationally lock via extraarticular points and crest point on bone and saw large improvement. Everything passed. Reamed. Then aligned for impaction when surgeon raised issue with inability to get to inclination and version values; "haptic zone wrong". Confirmed checkpoints, passed. Checked bone model where not reamed, passed. Went to re-enter impaction, could not get any reading in top right corner of screen for impaction tool on to progress through checkpoints. Confirmed everything clicked correctly on screen; instrumentation put together correctly; changed to straight impactor and initially no read either - eventually got a red +70mm reading in bottom right box. Based on logs, thinking possible bumped base array? Surgeon moved to manual procedure.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving an unknown robotic arm was reported. The event was not confirmed as there has been no onsite inspection by a field service engineer. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Left direct anterior mako hip replacement procedure. Upon first review of patient registration, needed improvement. Verified orientationally lock via extraarticular points and crest point on bone and saw large improvement. Everything passed. Reamed. Then aligned for impaction when surgeon raised issue with inability to get to inclination and version values; "haptic zone wrong". Confirmed checkpoints, passed. Checked bone model where not reamed, passed. Went to re-enter impaction, could not get any reading in top right corner of screen for impaction tool on to progress through checkpoints. Confirmed everything clicked correctly on screen; instrumentation put together correctly; changed to straight impactor and initially no read either - eventually got a red +70mm reading in bottom right box. Based on logs, thinking possible bumped base array? Surgeon moved to manual procedure.